Event description:
Per the clinic, the patient experienced post-operative facial swelling three days after initial implantation. Upon clinic visit, the wound was dry and flat however, the patient complained of swelling. Subsequently, the device was exposed for several months, found upon clinic visit on (B)(6) 2025, resulting in the decision to explant the device. The device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.